Event description:
It was reported that the patient had never received any therapeutic effect since implant and needed an MRI scan done. The patient's entire system was consequently explanted. The reporter indicated that during the procedure, the physician pulled the lead from the pocket site and the lead came out except for the titan anchor. Follow up information indicated that the patient's entire system was explanted because the patient never experienced stimulation in the area she needed. The lead and implantable neurostimulator were fine and there was "nothing wrong" with them. The reporter stated that the patient was doing well. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID neu_siliconeanchor. Product type: accessory: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).